Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lfs customer service on (B)(6), 2009, alleging that the one touch ping meter was reading erratically. Results of "463 and 91 mg/dl: were obtained on the subject meter within 10-20 minutes of each other. Based on statistical methodology, the calculated difference of these results exceeded the expected value of <=20%. The pt claimed that a few minutes before the alleged inaccuracy issue occurred, she was feeling shaky and not well; however, she denied receiving any form of treatment. The product did not cause or contribute to an adverse event since the reported symptoms started a few minutes before the alleged issue occurred and there was no evidence that the pt's symptoms deteriorated since the pt denied receiving any treatment. However, this complaint is being reported because the reported results did not meet lfs's precision criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do pass inspection in a supplemental report.